Event description:
The pt had an infection at the implantable neurostimulator (ins) pocket. The physician planned to remove the ins and leave the lead in. Additional info has been requested, a follow-up report will be sent if additional info becomes available.